Event description:
It was reported that after a diagnostic catheterization procedure, arteriotomy closure of the common femoral artery was attempted using the perclose proglide device. Reportedly, when the needle plunger was removed, no suture was attached to the needles. The device was removed over a guide wire and a starclose se device was attempted, but after clip deployment, bleeding continued. Manual arterial compression was applied to achieve hemostasis. There were no reported adverse patient sequelae. The physician was reported to be trained in the use of the perclose proglide device and starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned proglide device revealed that the anterior needle remained engaged to anterior cuff. The anterior and posterior cuffs remained attached to the link. A posterior needle-to-cuff miss occurred as indicated by the posterior cuff being out of the posterior cuff pocket and the posterior cuff tabs were undisturbed, indicating that a posterior cuff miss occurred. The needle plunger was reinserted resulting in acceptable needle trajectory, needle depth, and push mandrel travel. Since the suture was not retrieved to close the vessel, bleeding continued, which required an alternative method, such as in this case a second closure device, to achieve hemostasis. Possible contributing factors for needle deflection that resulted in the posterior needle-to-cuff miss included, but not limited to, manufacturing deficiencies, challenging anatomical conditions, and deployment techniques. Although, there were no challenging anatomical conditions reported or definitive evidence in the evaluation of the returned device to suggest incorrect technique, based on the successful test of the device needle trajectory in the lab and during manufacturing, the probable cause for the posterior cuff miss is needle deflection during needle plunger deployment due to interaction with human tissue or failure to position and maintain the device at a 45-degree angle throughout deployment. There was no manufacturing or quality deficiency detected that could have contributed to the reported complaint. A review of the lot history record for the reported lot did not reveal any nonconforming material report associated with this lot. A quality control audit inspection is performed to verify product quality and a sampling of finished devices is destructively tested to verify the functionality of the device. There does not appear to be any indication of a lot specific product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The starclose se device, is being filed under a separate manufacturer report number.